Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain reportedly resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a displaced magnet and pain following a MRI on (B)(6) 2021. Correct bandaging protocol was used during MRI. A CT scan confirmed the displaced magnet. Massaging the magnet back into place was tried, however, was unsuccessful. On (B)(6) 2021, the recipient underwent magnet repositioning surgery. The recipient resumed device use.